Event description:
A peritoneal dialysis (pd) patient contact reported when they took the cassette out there was fluid in the door. The patient contact stated the cycle prompted with multiple m31 air detected in cassette warnings during drain 0 of 5 of treatment. The patient was connected during the incident. Fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient contact was advised to discontinue use of the cycler and to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Upon follow up, the contact stated the patient was in treatment on (B)(6) 2025 and called the contact to report that the cycler was prompting with m31 air detected in cassette warnings during an unknown phase and cycle of treatment. The contact stated they work graveyard shift and advised for the patient to stop treatment for the night and that the contact would assist in the morning. The contact stated the next morning upon opening the cassette door they noted fluid leaking from the pump module area and on the external of the cassette. The cause of the fluid leak was unknown. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient had completed treatment using manuals on the night of the reported event. The patient attempted to use the cycler again the following treatment and received the same m31 air detected in cassette alarms and cancelled treatment. The patient contacted customer service and reverted to manuals pending delivery of the replacement cycler. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane patient sensor check ¿ passed. Vacuum check ¿ passed. Valve actuation test ¿ passed. System air leak test ¿ passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported when they took the cassette out there was fluid in the door. The patient contact stated the cycle prompted with multiple m31 air detected in cassette warnings during drain 0 of 5 of treatment. The patient was connected during the incident. Fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient contact was advised to discontinue use of the cycler and to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Upon follow up, the contact stated the patient was in treatment on 03/18/2025 and called the contact to report that the cycler was prompting with m31 air detected in cassette warnings during an unknown phase and cycle of treatment. The contact stated they work graveyard shift and advised for the patient to stop treatment for the night and that the contact would assist in the morning. The contact stated the next morning upon opening the cassette door they noted fluid leaking from the pump module area and on the external of the cassette. The cause of the fluid leak was unknown. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient had completed treatment using manuals on the night of the reported event. The patient attempted to use the cycler again the following treatment and received the same m31 air detected in cassette alarms and cancelled treatment. The patient contacted customer service and reverted to manuals pending delivery of the replacement cycler. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.